Event description:
It was reported that ¿about a year after first pump was implanted¿ the patient had a fill that did not end up in the pump and was not in serous fluid, it was not clear what was meant by this. The pump was explanted and the patient went through withdrawal. The hcp (healthcare provider) told the patient that the pump was defective. It was noted that the pump ¿did not make it to the [manufacturer] analysis department." It was not clear what medication was delivered by the device system at the time of the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8703wsl, lot# n23142, implanted: 1998-(B)(6), product type catheter. (B)(4).